Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three cre pro wireguided dilatation balloons were attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2026. During procedure, upon attempting to inflate the balloon, it was found to be leaking and could not be fully inflated. Additionally, the same problem occurred with the other two cre pro wireguided dilatation balloons. The exact anatomy location when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.